Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent hypoglycemia overnight following a factory reset of the ilet, with cgm readings indicating lows in the 40 mg/dl range and subsequent hyperglycemia, despite use of oral carbohydrates and later a meal announcement to address a high. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities due to low glucose events. Investigation included customer counseling on proper meal announcement and hypoglycemia treatment, device data sync, and scheduling with the clinical diabetes specialist for additional training. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the event was associated with user management factors following reset with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.